Manufacturer narrative:
Review of procedure #372 confirms that the pid arm was not securely attached to the suction ring allowing for significant eye movement resulting in an incomplete capsulotomy and etching of the iris. It was reported from the clinical follow up that the patient is doing fine.

Event description:
On (B)(6) 2025, doctor (B)(6) reported to cas that during procedure ID #372, that the patient moved while the laser was firing, which resulted in an incomplete capsulotomy and etch to the iris. Doctor noted that the laser did not trigger any error warning indicating the eye moved off of the target. Site is seeking review of procedure ID #372.